Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving hydromorphone at an unknown dose/concentration via an implantable pump for spinal pain. It was reported they attempted to refill the patient's pump on (B)(6) 2016 but they were not able to. They later confirmed the pump was flipped in (B)(6) 2016. The hcp was able to flip it back manually. No patient symptoms were reported. It was noted the pump was later replaced in may for normal battery depletion. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.